Event description:
A guideliner v2 catheter was used in a clinical procedure to facilitate placement of a stent. Upon removal, the guideliner separated into two pieces. Both pieces and the stent were retrieved from the patient.

Manufacturer narrative:
The date of the event was not reported and the user facility was not responsive on this issue.